Manufacturer narrative:
The provided calibration, ise check, and qc reports indicate a normal performance of the analyzer. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable potassium electrode result from the cobas c 303 analytical unit. The initial result was 7.61 mmol/l, and the repeat result was 4.15 mmol/l. A previous result of 4.5 mmol/l was provided and correlates with the repeat result.

Manufacturer narrative:
The potassium electrode lot number is bbp04, and the expiration date was not provided. A field service engineer (fse) performed various precision checks and quality tests. Test runs were completed, and a control run, and the system was functioning properly. The investigation is ongoing.